Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that thursday night the patient was having hallucinations. The reporter stated the catheter was cleared of medication and the pump was programmed to minimum rate mode on friday. It was noted the patient went through withdrawal on saturday. It was further noted the patient normally takes nicoderm cq, but does not take it during the night. The reporter stated the patient took it that night and the patient stated that it caused night terror which was believed to have caused their hallucinations. The pump contained morphine. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient came into the clinic on (B)(6) 2014 after having called the clinic at approximately 5am stating that she had hallucinations last night. She woke up and was seeing people standing around her bed. She woke up her husband who told her there was no one there. She felt that this may be due to her intrathecal medication. The physician noted that it was notable that she had recently discontinued smoking and was on medication for smoking discontinuation. The physician decided to completely stop her intrathecal drug delivery and see if the symptoms went away. They were going to aspirate the catheter which would give her approximately 30 days of no medication. The patient was told to contact they physician is she had any acute withdrawal symptoms. The patient determined 2 days later that she had left her nicoderm cq patch on instead of removing it at night; it was noted that this could cause vivid dreams which she experienced as hallucinations; the patient felt that this caused her symptoms. The patient returned to the clinic on (B)(6) 2014 for ongoing complaints of low back pain. At this point, the patient had not gotten any intrathecal medication for 5 days. The patient felt that she was much clearer mentally and much more awake and alert. Her back pain, however, was much worse and she had been having some withdrawal symptoms. They decided to aspirate the catheter and rid the internal pump tubing of the remaining 40 mg/ml solution and then restart the pump at 0.1 mg/day with the current 1 mg/ml solution of morphine that was already in the pump. The patient tolerated the procedure well and was pleased with how she was doing. The patient returned to the clinic on (B)(6) 2014 and stated that she was feeling very well. She had resolution of most of her sedation and nausea. Her pain was under good control and she was in good spirits. The plan was to continue the patient at 0.1 mg/day and see her back at her next pump refill or sooner if she had questions or concerns. The patient returned to the clinic again on (B)(6) 2014 and was doing very well with the pump setting. The patient was pleased with her current pump management. The patient was continuing to receive 0.1 mg/day of 1 mg/ml morphine. The patient was using tramadol 1-2 tables /day on an as needed basis along with tylenol as needed. The plan was to continue with the current pump settings. The patient was to follow-up as needed or would be seen at her next pump refill.